Event description:
It was reported that the customer went to the emergency room with an elevated blood glucose level; cause was unknown. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.